Manufacturer narrative:
(B)(4). The lot was manufactured from 05/21/2015 to 05/22/2015. The evaluation of the returned device is complete. Visual inspection while disinfecting the device by flushing identified a leak in the tubing below the top y site. Microscopic inspection identified a cut/gouge in the tubing approximately 32 inches below the top y site. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be related to the customer's environment. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had a hole in its tubing. During use, air was bubbling up in the tube and blood was backing up. The blood leaked all over the set. The nurse stated that there was an unknown amount of blood loss. There was no report of patient injury or medical intervention associated with this event. No additional information is available.